Event description:
Additional information received. The customer stated that she does not thing she was using the auto mode feature at the time of the event as she had not yet been trained on how to use it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 411 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for blank display was performed. Customer advised they changed the battery cap and the battery on the insulin pump, however the insulin pump remained blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).